Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device : uetrus'), uterine perforation ('perforation:uterus'), embedded device ('device embedded'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding') and surgical procedure repeated ('repeat/multiple surgeries.') In a 46-year-old female patient who had essure (batch no. Cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood alteration nos, multiple allergies and genital herpes. Essure confirmation test(s) conducted on date: (B)(6) 2017: result: left occlusion only. Concurrent conditions included genital bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) since (B)(6) 2017 and memantine hydrochloride (condomania) from (B)(6) 2017 for birth control. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), depression ("depression,/psych injury"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety/mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complications during removal surgery") and surgical procedure repeated (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy (full), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine perforation, embedded device, vaginal haemorrhage, depression, complication of device removal, surgical procedure repeated, dysmenorrhoea and anxiety outcome was unknown and the heavy menstrual bleeding, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, surgical procedure repeated, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2017 (per ppf- please note discrepancy) plaintiff received treatment for pain, bleeding,migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: unilateral occlusion (left tube occluded).migration of essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migration, menorrhagia and pelvic pain. Lot number: cs000xc production date :2015-10-08 expiration date: 2018-06-28 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device : uetrus'), uterine perforation ('perforation:uterus'), embedded device ('device embedded'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding') and surgical procedure repeated ('repeat/multiple surgeries.') In a 46-year-old female patient who had essure (batch no. Cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood alteration nos. Essure confirmation test(s) conducted on date: (B)(6) 2017:result: left occlusion only. Concurrent conditions included genital bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from december 2016 to march 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) since (B)(6)2017 and memantine hydrochloride (condomania) from april 2017 to may 2017 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), depression ("depression,/psych injury"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety/mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complications during removal surgery") and surgical procedure repeated (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy (full), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, embedded device, vaginal haemorrhage, depression, complication of device removal, surgical procedure repeated, dysmenorrhoea and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, surgical procedure repeated, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2017 (per ppf- please note discrepancy). Plaintiff received treatment for pain, bleeding,migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Ultrasound scan vagina on (B)(6) 2017: unilateral occlusion (left tube occluded).migration of essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migration, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal), dysmenorrhea and anxiety/mental anguish were added. Psych injury updated into depression. Reporter information was added. Medical history, lot number and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device : uetrus'), uterine perforation ('perforation:uterus'), embedded device ('device embedded'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding') and surgical procedure repeated ('repeat/multiple surgeries.') In a 46-year-old female patient who had essure (batch no. Cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood alteration nos. Essure confirmation test(s) conducted on date: (B)(6) 2017:result: left occlusion only. Concurrent conditions included genital bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) since (B)(6) 2017 and memantine hydrochloride (condomania) from (B)(6) 2017 to (B)(6) 2017 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), depression ("depression,/psych injury"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety/mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complications during removal surgery") and surgical procedure repeated (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy (full), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine perforation, embedded device, vaginal haemorrhage, depression, complication of device removal, surgical procedure repeated, dysmenorrhoea and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, surgical procedure repeated, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2017 (per ppf- please note discrepancy) plaintiff received treatment for pain, bleeding,migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: unilateral occlusion (left tube occluded).migration of essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migration, menorrhagia and pelvic pain. Lot number: cs000xc; production date :2015-10-08; expiration date: 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device : uetrus'), uterine perforation ('perforation:uterus'), embedded device ('device embedded'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding') and surgical procedure repeated ('repeat/multiple surgeries.') In a 46-year-old female patient who had essure (batch no. Cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood alteration nos, multiple allergies and genital herpes. Essure confirmation test(s) conducted on date: (B)(6) 2017:result: left occlusion only. Concurrent conditions included genital bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) since (B)(6) 2017 and memantine hydrochloride (condomania) from (B)(6) 2017 to (B)(6) 2017 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), depression ("depression,/psych injury"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety/mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complications during removal surgery") and surgical procedure repeated (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy (full), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine perforation, embedded device, vaginal haemorrhage, depression, complication of device removal, surgical procedure repeated, dysmenorrhoea and anxiety outcome was unknown and the heavy menstrual bleeding, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, surgical procedure repeated, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2017 (per ppf- please note discrepancy) plaintiff received treatment for pain, bleeding,migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: unilateral occlusion (left tube occluded).migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migration, menorrhagia and pelvic pain. Lot number: cs000xc production date: 2015-10-08 expiration date: 2018-06-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality-safety evaluation of ptc . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding') and surgical procedure repeated ('repeat/multiple surgeries.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted on date: (B)(6) 2017: result: left occlusion only. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), complication of device removal ("complications during removal surgery") and surgical procedure repeated (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, psychological trauma, complication of device removal and surgical procedure repeated outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, complication of device removal, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and surgical procedure repeated to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2017 (per ppf- please note discrepancy). Plaintiff received treatment for pain, bleeding,migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2017: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: ppf received. Reporter's information was added. Date of removal was added. Added event pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migration, repeat/multiple surgeries. Updated outcome of event pain, bleeding. Patient note was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.